Event description:
It was reported that the 9800 system had a collimator calibration required error code prior to a case. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative attempted to perform an on site investigation. The gib and ffb boards and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.